Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 had developed a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca). The patient stated that the alleged product issue first began sometime in (B)(6) 2017. The patient manages his diabetes with oral medications ¿metformin 500mg and glipizide 10mg¿ and made no change to his usual diabetes management routine in response to the alleged product issue. He stated that on (B)(6) 2018 around 4:00 pm, he passed out as a result of not being able to test. The patient stated that he was treated with orange juice before being taken to hospital for further checks that included IV fluids from an hcp. The patient stated when the ems arrived they obtained a blood glucose result of 167mg/dl on their meter. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did power on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began due to being unable to test on the subject meter.